Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Event updated to reflect additional information. Patient code updated to reflect code 1928.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. Additional information was received indicating that the patient underwent the procedure because they experienced leaking.